Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery became hot to touch when plugged into a power source to charge. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 180-181 mg/dl.